Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic incisional hernia repair procedure on an unknown date and mesh was implanted. It is possible that the patient experienced readmission and reoperation due to hernia recurrence. Additionally, the patient may have experienced mortality, but there is no indication at this time that it was related to the device or procedure.